Event description:
Patient reported right side capsular contracture, baker grade unknown, "implant is hard, doesn't move, and is stuck way up there." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted. This record is for the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I have symptoms. They bother me and I'm having problems, I have capsular contracture. The implant is hard, doesn't move, and is stuck way up there;" baker grade unknown. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "I have symptoms. They bother me and I'm having problems, I have capsular contracture, (unknown baker grade). The implant is hard, doesn't move, and is stuck way up there. Just got implants in december." Unknown side. Device remains implanted.